Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Back to back meter results performed at the time of the call were 66 and 72 mg/dl. Caller's normal glucose readings are 100-110 mg/dl. No adverse event reported.